Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She changed the infusion set three times. The infusion set had a bent cannula. Customer's blood glucose level was 426 mg/dl. The customer was nauseous. She treated her blood glucose level with a syringe. The customer also experienced a low blood glucose level of 69 mg/dl. She treated her blood glucose level with grapes. The reservoir was showing more insulin than what was shown on the status screen. The device was not returned.